Event description:
The customer was hospitalized with high bgs. The troubleshooting that was conducted indicated the device was working properly. Explained the two high bg rule and instructed to callback for further testing when the tubing clamp is received.